Event description:
The pt was seen at the implant center for device eval in august 2000. Testing conducted at the center confirmed that pt's device was no longer functioning. Revision surgery is scheduled for semptember 2000.